Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was 527mg/dl. The customer states they treated with pump. The customer states they changed their site and tubing, but the device continues to alarm. Troubleshoot was conducted. The customer was advised to speak with their healthcare provider over issues. The customer disconnected from the line.